Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12000, model: db-1200, serial: no information, batch: no information.

Event description:
It was reported that the patient was having difficulty charging their left side implantable pulse generator (ipg). Due to not being able to charge, the patient's parkinson's symptoms became severe. The patient's right side ipg is unable to communicate with the clinician programmer or remote control. The physician decided to replace both ipg's because the patient's medical condition is preventing the patient from charging the left side ipg and the right side ipg is no longer working. The patient was doing very well post operatively.